Manufacturer narrative:
Intl service performed; no parts returned due to customs. Intl service performed; no parts return.

Event description:
The international customer reported the ventilator went vent inop and alarmed during operation due to a flow sensor failure. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. Customer replaced the sensor pcb board and flowsensors to correct the finding.